Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 54 mg/dl. Customer¿s current blood glucose was 271 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer used auto mode during low blood glucose events. Based on customer report customer did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.